Event description:
After an implantation period of approx. 4 months, it was observed that the lead was broken. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The analysis revealed that the conductor coil was found fractured directly next to the lead tip. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. The available x-ray images were analyzed. The reported lead fracture in the distal end region could be confirmed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.